Event description:
The patient was being treated with electrosurgery for upper back pain. The patient received a burn in the area of treatment, under the electrodes. The patient did not require or seek medical care as a result of the blister. The patient is expected to make a full recovery. The patient was being treated with the electrotherapy waveform in the area of the upper back and shoulders. The clinician applied the treatment and instructed the patient on how to adjust the treatment intensity. The patient completed the treatment. Later in the day, after the patient left the clinic, the patient reported the appearance of a small blister in the area of one of the treatment electrodes. The burn was 2nd degree and measured < 2 cm in diameter. The clinician reported the patient expressed minor discomfort during the treatment, but completed the 15 minute treatment. The treatment electrodes had less than 20 treatment uses.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the device was not returned for evaluation no root cause can be determined. Additional information will be provided via the form 3500a, as required. Reference report: 1022819-2008-00360.